Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are deflation, pain, and size and shape changed.

Event description:
Patient reported left side "deflation," "pain," and "size and shape changed." Patient additionally reported "weight gain" and "skin stretching or trying to stretch"; these events are not related to the device. Device remains implanted.